Manufacturer narrative:
H.10: the complained unit was requested by livanova deutschland for further investigation. The reported failure could be confirmed during the functional test. A burnt area on the clamp control board was identified as the root cause of the reported issue. Some fluid residues were found into the clamp. The reason for the burnt area could not be determined but it is reasonable to assume that the fluid caused a short circuit leading to the reported event.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp displayed an error message "defective arterial clamp" during procedure and remained in closed position. There was no report of patient injury.